Event description:
One touch ultra test strips were damaged and bent. This issue was not resolved with troubleshooting. The patient did not receive and medical attention or treatment. This case is reported as a strip malfunction. No further clinical information was provided.